Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 17-sep-2025, the user returned a call regarding recurring low blood glucose (bg) events and stated she had removed the ilet due to these issues. The user declined to provide further details, only reporting that the device ¿does not work¿ with their body. The user recalled a low bg event occurring either a few days prior or the previous week, with the lowest recorded bg at 40 mg/dl. The low was treated with carbohydrates. The user's reported symptoms during the event included lightheadedness and weakness. No outside assistance or medical intervention was required.